Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-mar-2026, UDI#: (B)(4) b3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that during the trial the lead slipped. On 2025-jun-16 additional information was received from a healthcare professional (hcp) and the manufacturing representative (rep) . The hcp reported that on (B)(6) 2024 the patient had their procedure with their trial and everything was successful. On (B)(6) 2025 the patient complained of abnormal sensations from the device. Fluoroscopy confirmed that their pre-existing stage 1 lead had somehow shifted into an abnormal position where it had curled on itself. The doctor therefore placed a new lead on the left side at the s3 level and tested this new location which seemed better than her previous lead. So, this lead was removed and a new one was placed for the permanent implant. The new implant procedure was done successfully with no issues.